Event description:
It was reported that a trained physician attempted arteriotomy closure with a starclose device after an unknown procedure in the rcfa. The vessel locator button was pressed; however, no resistance was felt and the device came out of the patient. A second starclose device was used unsuccessfully to achieve hemostasis. Hemostasis was achieved with manual compression. There was no patient injury. No additional information is available.

Manufacturer narrative:
This event has been identified as a malfunction. Abbott vascular has initiated a corrective action. The device history record for this lot did not produce any findings relevant to this investigation. The device investigation and complaint confirmation have not been completed because the device is unavailable. The starclose closure system referenced is being filed under MFR#2953144-2007-00283.